Manufacturer narrative:
The insulin pump passed displacement test. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, partially detached reservoir tube retainer, scratched case, missing display window cover and minor scratched lcd window.

Event description:
The customer reported via phone call that their insulin pump was damaged after it was dropped on the floor. Customer stated there was a crack around the battery compartment. The customer¿s blood glucose level was 134 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.